Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date is currently not available.

Event description:
Healix advance knotless 4.75 br anchor broke upon insertion into the humeral head during a rotator cuff repair. The distal portion broke off. Everything was retrieved from the joint and no patient consequences were suffered. Surgeon opened up another anchor, used a tap, and inserted a new anchor successfully. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If additional information should become available, a supplemental medwatch will be submitted accordingly. It was documented in the initial medwatch report that the expiration date was unknown. The expiration date (jun 30, 2020) has been updated. It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (jul 7, 2017) has been updated to reflect the date the device was manufactured. The unique identifier(UDI) has been updated accordingly. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. The initial report stated that the implant broke during insertion. No further procedure information was provided to determine if the above reason contributed to this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Healix advance knotless 4.75 br anchor broke upon insertion into the humeral head during a rotator cuff repair. The distal portion broke off. Everything was retrieved from the joint and no patient consequences were suffered. Surgeon opened up another anchor, used a tap, and inserted a new anchor successfully. Patient consequence?: no . Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes. During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that the anchor broke while being inserted into the bone. It was noted that the anchor did not break while looking for the hole. It was reported that the surgeon attempted to eye the hole thru view of a scope. Then looked at the angle of the awl when sticking outside of the joint. It was reported that the physician did not appear to lever on the anchor while searching for the hole. It was reported that the area was adequately cleared. It was reported that four orthocord sutures were used to treat the wound. It was noted that the sutures were a couple of inches long, all the same length. If additional information should become available, a supplemental medwatch will be submitted accordingly.